Manufacturer narrative:
Reported event was confirmed by review of medical records. The patients scratch test for metal sensitivity were provided showing no indication that the patient was allergic to vanadium. There was a mild reaction to both chromium and nickel. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a left revision procedure approximately two years post-implantation due aseptic failure. The femoral, tibial tray, and articular surface were removed and replaced with competitor products. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona stem extension tapered cemented cat#: 42557000114, lot#: 63223389; persona ps standard femoral cat#: 42500606201, lot#: 62282754. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08518, 0001822565 - 2017 - 08519, 0001822565 - 2017 - 08520. Remains implanted.

Event description:
It was reported that the patient is being scheduled for second revision due to pain and hypersensitivity. Patient is allergic to vanadium in the titanium in the implant. The surgeon plans to replace the metal components with all-cobalt-chromium implants.